Event description:
During lead extraction, the locking stylet was placed into atrial lead and engaged. When a small amount of tension was applied, the coiled proximal end came off. When the doctor placed a small amount of tension on the stylet in atrial lead, the outer wire came free and inner stylet wire remained locked. Lead was able to be extracted with gentle pressure on lead and inner wire together.